Event description:
Additional information: it was later reported it was user error. It was believed that they weren't using the magnet. The patient's pump has been stopped due to the patient being in hospice facility; not healthy enough for pump replacement nor transport for a pump refill. The patient had no adverse effects from the pump, it was just decided to stop the pump and manage the patient with oral medication. The patient was not expected to live much longer and was very concerned with impending alarms from the pump. The patient was receiving ms 10mg/ml, 2mg/day with a low reservoir alarm to sound (B)(6) 2012. The pump and alarms were disabled on (B)(6) 2012 after all options were discussed.

Event description:
It was reported there was an issue with clinician programmer and telemetry with the pump. The magnet was being used. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Physician programmer model# 8840, serial# unk. (B)(4).

Manufacturer narrative:
(B)(4).